Event description:
It was reported that the guide wire was inserted in to patient, and it was observed that the guide wire had unraveled. Clinician was able to remove guide wire without complications. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.